Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in liquid in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -6.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to refractive surprise. On (B)(6) 2020 a different diopter lens was implanted and the problem resolved.